Event description:
Report received of an underdelivery. The report stated "the pump was set to deliver 3 doses of 100ml, one 100ml dose every eight hours, three times a day. At the end of the day, only 200ml were administered and there was still 100ml left in the bag. The pump readings indicated that all doses were given as the bag had some solution left at the end. Each dose infused 20 minutes, and a 0.5ml/hour kvo. Using pump to deliver d5w 5%." The device was replaced, and therapy was resumed using a new container bag. The pt was reported to be "okay". There was no reported adverse pt event. Although requested, no additional info has become available.